Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting test results on the binaxnow covid-19 ag test card. As per customer his wife was tested using the binaxnow covid-19 ag test cards on multiple dates from (B)(6) 2021 through (B)(6) 2021 as in for which results came back negative. The repeat testing that was done with binaxnow covid-19 ag card on (B)(6) 2021 produced positive results. No additional patient information was provided. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Results are for the identification of sars-cov-2 nucleocapsid protein antigen. Antigen is generally detectable in nasal swabs during the acute phase of infection. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.